Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated that a patient received discrepant results when testing with coaguchek inrange meter serial number (B)(4). A venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.7 inr. At an unknown time on the same day, a sample from the patient was tested using the meter, resulting with a value of 5.7 inr. A venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.6 inr. At an unknown time on the same day, a sample from the patient was tested using the meter, resulting with a value of 4.6 inr. The patient's therapeutic range is 3 - 3.5 inr.

Manufacturer narrative:
The customer reported another discrepancy in the patient's results occurring on (B)(6) 2021 after receiving replacement test strips. A sample from the patient was tested using the meter, resulting with a value of 2.0 inr. At an unknown time on the same day, a sample from the patient was tested in the laboratory, resulting with a value of 2.6 inr. The patient makes a measurement every two days since she has had two heart operations. On (B)(6) 2021, the patient had results of 2.6 inr and 2.6 inr. On (B)(6) 2021, the patient had results of 2.6 inr and 3.05 inr. On (B)(6) 2021, the patient had results of 3.0 inr and 3.18 inr. On (B)(6) 2021, the patient had results of 1.5 inr and 1.5 inr. The patient increased her medication dosage after these measurements and 5 hours later, she had a result of 1.5 inr. The reporter's strips were returned for investigation. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch fields d9 and h3 have been updated.